Event description:
(B)(4). It was reported that during a renal cyst sclerosing procedure the catheter broke. The physician placed an eight french flexima nephrostomy catheter in the right kidney and then injected twenty milligrams of dehydrated alcohol via the catheter. Ten minutes post injection the patient developed pain. Approximately five milligrams of isovue 300 was injected via the catheter and then the catheter was removed. Examination of the catheter revealed a split. Additional information has been requested, but not obtained.

Manufacturer narrative:
(B)(4). Question 1. Please provide a summary of the results for any investigation, evaluation, an/or failure analysis, including root cause identification, relevant to the reported event. Please include (1) a complete description of methodology(ies) used, (2) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved and (3) any conclusion reached based on the investigation and analysis results. Response: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "do not allow alcohol to contact the catheter. Exposing the catheter to alcohol may damage the coating and catheter." Question 2. Please describe any design change(s) or modifications(s) to the device since the device was initially introduced to the market that may be related to the event. Please also include the date(s) the deign change(s) or modification(s) occurred. Response: there have been no design changes or modifications to the device since the device was initially introduced to the market that may be related to the reported event. Question 3. Please provide the life expectancy and anticipated failure rate for the device, including life expectancy and failure rate of any critical power source or component, such as a battery. Additionally, please state how the failure rate was determined, and if the life expectancy varies under certain conditions. Response: the flexima' nephrostomy catheter system device is labeled with a 3-year shelf life with a patient indwelling time not to exceed 90-days per the directions for use (dfu). There are no power sources or power components such as a battery included with the catheter system. A trend analysis covering a 15-month period ((B)(6) 2010 to (B)(6) 2011) was performed for similar reported, catheter broken issues for flexima' nephrostomy catheter system device. The analysis found one (1) similar complaint reported for catheter broken issues; an occurrence of 26 complaints per million (cpm). The device risk documentation was reviewed; alcohol contact with the device is an anticipated failure mode captured with the failure mode effect analysis (fmea). The combined severity and occurrence for this issue are consistent with the risk documented in the fmea. Question 4. Please provide further explanation regarding how you determined the conclusion(s) reported in your medical device report. Response: conclusion - device not returned - no evaluation will be performed was determined to be the best code to identify that the device has not been received for analysis although multiple attempts have been made to obtain it. Conclusion - user error contributed to event was determined to be the best code available as it was determined, based on the instructions in the dfu, that the root cause of this complaint was user error due to the injection of alcohol into this device. Question 5. What actions/corrections are you taking to keep the affected devices from reaching the end-users? Response: presently, bsc is not taking any additional actions/corrections regarding the reported event. Bsc will continue to monitor and trend these complaints and associated risks as outlined in our quality systems process. (B)(4).